Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was not charging her batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not charging batteries) has been confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to corrupt flash programming. Additionally, corrosion was discovered on the battery board. The root cause for the corrupted flash programming could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient rec'd a replacement battery charger/modem.